Event description:
It was reported the patient underwent revision surgery for a fractured cck poly post one year, eight months post implantation. Only the bearing was replaced.

Manufacturer narrative:
Cmp (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Visual examination of the returned product identified signs of use, including gouges and pits. The post has fractured off confirming complaint. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Examination revealed abrasions, gouges, and pitting on the condyles, with severe damage around the screw hole. The post fracture was likely caused by overloading, possibly worsened by impingement damage at the post base. A significant amount of uhmwpe is missing, and the exact cause cannot be fully determined without more information. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Complaint is confirmed based on product evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.